Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 2000022041/21049378.

Event description:
It was reported that the patient was experiencing inadequate stimulation and loss of stimulation despite reprogramming attempts. The patient underwent a procedure which was supposed to be a lead revision however the physician was not able to implant additional lead and failed to repositioned the existing leads due to amount of scar tissue. Thus, the patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were discarded.